Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2007. Previous occurrence of adverse event is captured in report# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered an inappropriate shock for atrial tachycardia/atrial fibrillation (at/af) with a rapid ventricular response detected as ventricular tachycardia (vt). The crt-d remains in use. No further patient complications have been reported as a result of this event.